Event description:
It was reported by the surgeon that the pt received a sulox-head 32 'l' 12/14 and avenir mueller stem, right hip and during the surgery, the head burst while closing the wound. Therefore, a new head was used to complete the surgery. It was further reported that the stem was also exchanged. The surgery was extended for 20 minutes.

Manufacturer narrative:
Notes: complaint re-opened on (B)(6) 2013. As part of a correction action which was initiated on the 21st of october 2013 (see (B)(4)), this complaint has to be reported to FDA retrospectively. The products have been received and investigated. No adverse trend has been identified for this issue. The quality records indicated that these components met all requirements to perform as intended. Three (3) fragments of the femoral head were received. The fragments could be assembled in respect to each other. On the surface of the cone, primary metal traces which were greyish in colour and reflecting the metallic taper surface structure were found on all fragments. Those traces were more or less distributed homogeneously on and around the cone surface. Secondary metal traces were found on some fragments and on the cone bottom and along the fracture edges and/or on the fracture surfaces. Fractured surfaces were found free of pores and inclusions and the edges were found to be sharp. The primary crack propagation was identified as going between all the fragments that were received. The fracture origin however could not be determined. All the fractured surfaces were smooth. The articulating surface showed no visible defects: no trace of wear, no cracks, no scratches. No functional test relevant as the head was broken. Stem analysis: scratches and nicks were observed on the stem neck and taper, probably due to revision surgery. As the taper is damaged, no measurements were relevant. The examinations carried out showed that the femoral head was in conformity with the specifications at the date of delivery in all respects, i.e. Regarding geometry and materials properties. Material defects have not been detected. As the stem is damaged and it is unknown whether the damages were created before or after the event, we were unable to conclude on the relation of the stem to the event. Based on the given information, and the results of the investigation, we were not able to identify a specific root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. (B)(4).